Event description:
During intramedullary reaming while harvesting bone graft, the drill bit broke. The largest piece was retrieved, however, at least one small shaving could not be removed.

Manufacturer narrative:
Info was not provided during initial report; add'l info has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned. Device history record has been requested.